Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3013886523-2022-00567. Medwatch (B)(4). Case study report (bmrn) referring to an 8 year-old male subject. An investigator reported this case from the biomarin study, cerliponase alfa observational study. The subject's past medical and procedure history included: contusion, covid-19, and drug delivery device placement, the subject's concurrent conditions included: neuronal ceroid lipofuscinosis, pulse pressure increased, seizure, dysarthria, autism spectrum disorder. The subject was a wheelchair user. No allergies were reported. Concomitant medication included: valproate semisodium, diazepam, sodium chloride, clobazamum, topiramate, diazepam, cetirizine hydrochloride, macrogol 3350, and zonisamide. Premedication used for the subject's brineura infusions included: ondansetron hydrochloride, lidocaine menthol, vancomycin hydrochloride, and paracetamol. On an unspecified date, the subject underwent implantation of intracerebral ventriculostomy (icv) set (codman rickham; model and lot number not reported). On (B)(6) 2019, the subject initiated treatment with brineura (300 milligram, qow, intracerebroventricular use). The lot number for brineura was l241207. The most recent dose was administered on (B)(6) 2022. Results of the subject's cerebrospinal fluid test on both(B)(6) 2022 and (B)(6) 2022 were noted as bloody (values and units not reported). On (B)(6) 2022, the subject began his brineura infusion and the infusion pump kept stopping due to resistance. The infusion was stopped at 10:00. At 15:00, it was determined that the subject had experienced a grade 3 device malfunction (device malfunction). The neurosurgeon determined that the icv device required to be removed and the subject was hospitalized for the device removal and re-implantation on (B)(6) 2022. Additional treatment medication included unspecified anesthesia and other medications for the surgery. The outcome of the event was reported as recovering/resolving. The investigator assessed the event of device malfunction as not related to treatment with brineura. The investigator assessed the event of device malfunction as related to the icv device. Additional information received on 03-oct-2022: the outcome of the event was updated from recovering/resolving to recovered/resolved on 07-sep-2022. Additional information received on 05-oct-2022: the icv device was originally implanted on (B)(6) 2019. The date of (B)(6) 2022 when the infusion pump kept stopping due to resistance was updated by the investigator to (B)(6) 2022. Additional information received on 06-nov-2023: the subject's additional concurrent conditions included muscle spasticity and constipation. Additional concomitant medication included baclofen. Case comment: the patient experienced device malfunction, which is a known complication of icv device use. The causality of event is assessed as not related to brineura.

Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Additional information received via medwatch ((B)(4)): "on (B)(6) 2023 at 08:42, the subject had a csf culture which was confirmed on (B)(6) 2023 as a positive result. There were no white blood cells and no organisms seen. The subject had experienced a grade 1 device related infection (device related infection). On (B)(6) 2023 at 10:55, the subject had his brineura infusion. On (B)(6) 2023, the culture showed light growth of cutibacterium (formerly propionibacterium) acnes. On (B)(6) 2023, the culture showed a final light growth of cutibacterium (formerly propionibacterium) acnes. No treatment for the event was reported. No action was taken with brineura due to the event. The outcome of the event was reported as recovered/resolved on (B)(6) 2023 at 09:57. On (B)(6) 2023, the subject had a new csf culture and was confirmed negative on (B)(6) 2023. Biomarin has assessed the event as medically significant. The investigator assessed the event of device related infection as not related to treatment with brineura. The investigator assessed the event of device related infection as related to the icv device. No other etiological factors were reported.